Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood on the polymer and core and there was no contrast visible which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported guide wire separation as the core was separated, 24.3 cm distal to the proximal end of the polymer. The separated portion, including the tip ball was not returned. The polymer material was torn at the separation. The polymer and coils were stretched and separated 2.9 cm distal to the core to the separation. There was a bend in the core, 2.3 cm proximal to the separation. The noted torn polymer material, stretched polymer and coils, and the bend in the core appears to be the result of the reported guide wire separation. Scanning electron microscopy analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. The core exhibited diagonal crack propagation. The proximal coil exhibited detachment. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to stretch and/or detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. Any additional attempts to retract the guide wire in this trapped state would exceed design limits and cause the reported separation. In this case, there was no reported resistance during advancement and removal of the guide wire. The separated portion of the guide wire remained in the patients anatomy. The lot history record was reviewed and there are no non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. A conclusive cause for the reported guide wire separation could not be determined and there is no indication of a product quality deficiency. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: armada 14. Guide cath: vanschie 2. Sheath: 5 fr cordis. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the anterior tibial (at) artery, a whisper es guide wire was successfully advanced to the lesion without resistance. The physician positioned the tip of the guide wire in a branch off the distal at. A non-abbott dilatation catheter was advanced to the at. After contrast was injected, the physician attempted to pull the guide wire back. No resistance was felt; however, the guide wire tip separated. The guide wire was withdrawn from the anatomy and the tip remained in the anatomy. A new whisper es guide wire was advanced and the procedure was completed successfully. Reportedly, it is the opinion of the physician that the tip of the guide wire will not affect blood flow. There was no adverse patient sequela and no significant clinical delay in the procedure. Though requested, no additional information was provided.

Event description:
The dilatation catheter that was advanced to the anterior tibial artery was an abbott device (armada). It was confirmed that the armada catheter was removed without resistance over the second whisper es guide wire.